Manufacturer narrative:
A philips authorized service personnel (asp) reached out to the customer, who determined that the fetal heart rate probe was faulty. After the fetal heart rate probe was replaced in the hospital's equipment department, the equipment resumed normal use. Based on the information available and the testing conducted, the cause of the reported problem was the fetal heart rate probe. The reported problem was confirmed. The device was operational after replacing the heart rate probe. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).

Event description:
Philips received a complaint on the avalon fm20 fetal monitor indicating that a pregnant woman came to the hospital for treatment on (B)(6), 2025, at 20:27. According to the doctor's advice, a fetal heart rate monitor was performed. During the monitoring process, the fetal monitoring machine showed that the fetal heart rate fluctuated between 90 and 210 beats per minute, indicating poor fetal monitoring signals. The doctor was immediately informed. The doppler auscultation of the fetal heart rate was between 130 and 150 beats per minute, which was within the normal range. The device was in use on a patient at the time of the event. There was no adverse event reported.